Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting a defective instrument without giving details.

Manufacturer narrative:
UDI: (B)(4). One (1) quick connect si poly screw driver (product code: 2797-12-400) was returned to the complaints handling unit (chu) for evaluation. Visual examination of the one (1) si poly screw driver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the fractured tip was not provided for analysis. The optical image of the fractured surface reveals plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex-lobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the reported si poly screw driver's distal tip breaking cannot be positively determined. However, the fracture analysis report indicated plastic deformation at the hex-lobes of the reported si poly screw driver indicative of a torsional overload. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.